Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -14.0/+3.0/090 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2022 the lens was exchanged with a same length lens that was implanted vertically due to lens rotation not associated to a low vault. The exchange resolved the problem.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).